Event description:
It was reported "balloon was over-wrapped". This issue as reported as happening prior to use. No patient involvement reported.

Manufacturer narrative:
(B)(4). The serial number of the returned sample is (B)(6).. Returned for investigation was a 40cc 8fr fiberoptix ultra 8 intra-aortic balloon catheters (iabc) without the original packaging. The sample was returned in the ups shipping box and was in a sealed bio-hazard bag. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was noted loosely unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was intact. The cal key was examined, and no damage was noted. The bladder thickness was measured at six points with measurements ranging from 0.0056in-0.0068in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The cal key and fos were connected to the iabp without difficulty. The pump displayed "fos sensor connected, connect cal key to zero" and displayed fos status "ck". The "ck" (cal key) status indicates that the cal key was not recognized by the iabp. The cal key was removed and rotated 180 degrees and then reinserted with the same result. The fos cal key was visually inspected again, and no damage was noted. Upon further inspection, no visual damage noted to the fos sensor; the fos fiber was found fully intact. The fos could not be autozeroed by the pump due to the unrecognized cal key. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was connected to an iabp with a lab inventory 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. After the pumping was initiated, the iabc bladder was noted not fully inflating/unwrapping, and the appearance was consistent with being stuck near the distal tip. After approximately 20 minutes, the iabc bladder was noted almost fully inflated with a stuck portion near the distal tip which appeared creased. Additionally, most of the bladder was noted to have an abnormal appearance which was consistent with ripples at full inflation. After the iabc was removed from the "t" tube, the iabc bladder was manually inflated with a 60cc lab-inventory syringe. Upon initial inflation, the bladder tip was noted creased; however, after additional pressure was applied, the bladder tip had fully inflated. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or de-bris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "balloon was over-wrapped" is confirmed. During the investigation, the returned iabc did not fully inflate or unwrap during pump testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder not fully inflating. The most probable root cause of the complaint is manufacturing related. A non-conformance has been initiated to further investigate the issue.

Manufacturer narrative:
(B)(4)

Event description:
It was reported "balloon was over-wrapped". This issue as reported as happening prior to use. No patient involvement reported.